Event description:
It was reported that shortly after conversion from a clinical study device m1000c to a standard m1000, high impedance was seen. It was noted that the patient was at low settings. Decoder was created and reviewed. The impedance history was indicative of the m1000 increased impedance trend. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generators compared to those reported by model 103-106 generators. As indicated in the physician's manual, high lead impedance (=5300 ohms), in the absence of other device related complications, is not an indication of a lead or generator malfunction. No additional relevant information has been received to date.